Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.42mm offset at the tips. The grips were not found to have cracking damage. Additional observation not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument tip couldn't be gripped. There was no report of patient injury. On 10/1/2024, intuitive surgical, inc. (Isi) followed up with the customer and additional comment was obtained about the complaint: there was no thermal damage noticed during the procedure. There was no arcing observed during the procedure. There was no patient injury.